Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three (3) devices were received for evaluation; three (3) events were confirmed during testing. Three (3) devices were found to be affected by a damaged e-box. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.